Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to the battery issue. The customer reported that the battery depleted 50% to 10% within one day. The customer¿s blood glucose was 108 (mg/dl). Although requested by tandem technical support, the customer declined to perform troubleshooting.